Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, one pin was discolored and another pin has been pushed all the way into the d-connector on the main power cable of the central control monitor (ccm). There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.